Event description:
It was reported that the patient presented to the hospital due to the controller exhibiting a controller fault alarm. Log file review revealed a ventricular assist device (vad) stop and a motor start with parameters outside of the typical range. The decision was made not to exchange the controller and the alarm was silenced. It was also noted that the vad exhibited slightly above normal power consumption. Labs were done to rule out thrombus. It was recommended that the high watt alarm threshold be increased and to closely monitor the patient. After discussion with the patient, it was determined that the vad stop occurred when the patient connected the controller ac adapter but there was cloth material blocking the port. The patient thought the controller ac adapter was connecting, but then when the patient changed the second power source, the vad stopped because there was no power to run the vad. The patient t hen removed the cloth, connected the two power sources again, and the vad started. This device is included in the subgroup 3 population for delay or failure to restart. The controller and vad remain in use. No patient complications have been reported as a result o f this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller d4: model #: / catalog #: / expiration date: / serial or lot#: UDI #: d9: no h3: no h4: mfg date: h5: no medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) and one (1) controller were not returned for evaluation. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. Log file analysis revealed one (1) vad disconnect alarm, indicating a physical disconnection of the driveline from the controller, was logged on (B)(6) 2024 at 06:19:55. There is insufficient information regarding the vad disconnect alarm. Two (2) controller fault alarms, indicating an issue with the internal battery, were also logged on (B)(6) 2024 at 08:26:25 and 18:43:09. In addition, log files revealed that the controller had been in use for more than two (2) years. Furthermore, one (1) controller power up and associated pump start event was logged on (B)(6) 2024 at 07:53:03, indicating a loss of power to the controller. The data point prior to the loss of power revealed that a power adapter was connected to power port one (1) and (B)(6) was connected to power port two (2) with 97% relative state of charge (rsoc). The data point after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for 11 seconds. No anomalies were recorded leading up to the loss of power. It is likely that the loss of power was perceived as the reported vad stop. Log file analysis revealed motor start events recorded on (B)(6) 2021 at 08:02:42, on (B)(6) 2021 at 06:39:47, on (B)(6) 2022 at 23:58:03, on (B)(6) 2023 at 01:52:45, on (B)(6) 2023 at 09:16:21, on (B)(6) 2023 at 07:37:42, on (B)(6) 2024 at 06:22:03, and on (B)(6) 2024 at 07:53:07 in which the motor start parameters were atypical. Log files additionally revealed consistent increases in power consumption to parameters above normal operating range throughout the analyzed period. However, no high watt alarms were logged within the analyzed period. Based on the available information, the device may have caused or contributed to the reported high power event. As a result, the reported poor mechanical connection event could not be confirmed. The reported high watts, atypical motor start, controller fault alarm, and controller power up events were confirmed. Based on the available information, the reported poor mechanical connection can be attributed, but not limited to the "cloth material, described in the event details. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. A possible root cause of the controller loss of power can be attributed to a disconnection of both power sources by the patient, as described in the event details. CAPA pr00551638 is investigating controller losses of power. Based on the risk documentation, possible root causes of the high power event may be attributed to multiple factors including, but not limited, to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient factors. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the controller fault alarms may be attributed, but not limited, to a faulty internal battery and/or a faulty internal battery charger integrated circuit. A possible cause of the reported vad disconnect alarm can be attributed, but not limited to, a physical disconnection of the driveline from the controller. Additional products: d1: controller d4: (B)(6) . H3: yes. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for a revision to the codes and the product event summary. Revised product event summary: the ventricular assist device (vad) (B)(6) and one (1) controller (B)(6) were not returned for evaluation as the products remain in use. A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed one (1) vad disconnect alarm, indicating a physical disconnection of the driveline from the controller, was logged on (B)(6) 2024 at 06:19:55. Two (2) controller fault alarms, indicating an issue with the internal battery, were also logged on (B)(6) 2024 at 08:26:25 and 18:43:09. In addition, log files revealed that the controller had been in use for more than two (2) years. Furthermore, one (1) controller power up and associated pump start event was logged on (B)(6) 2024 at 07:53:03, indicating a loss of power to the controller. The data point prior to the loss of power revealed that a power adapter was connected to power port one (1) and (B)(6) was connected to power port two (2) with 97% relative state of charge (rsoc). The data point after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for 11 seconds. No anomalies were recorded leading up to the loss of power. Log file analysis revealed motor start events recorded on (B)(6) 2021 at 08:02:42, (B)(6) 2021 at 06:39:47, (B)(6) 2022 at 23:58:03, (B)(6) 2023 at 01:52:45, (B)(6) 2023 at 09:16:21, (B)(6) 2023 at 07:37:42, (B)(6) 2024 at 06:22:03, (B)(6) 2024 at 07:53:07, and(B)(6) 2024 at 16:06:19, in which the motor start parameters were atypical. Additionally, log files revealed consistent increases in power consumption to parameters above normal operating range throughout the analyzed period. However, no high watt alarms were logged within the analyzed period. Review of the alarm log file revealed one (1) low flow alarm was logged on (B)(6) 2024. The observed low flow alarm is an additional finding unrelated to the reported event. As a result, the reported poor mechanical connection event could not be confirmed. The reported high watts, atypical motor start, controller fault alarm, and controller power up events were confirmed. Based on the available information, the reported poor mechanical connection can be attributed, but not limited to the "cloth material blocking the port", as described in the event details. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. The most likely root cause of the controller loss of power can be attributed to a disconnection of both power sources by the patient, as described in the event details. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this c apa. Based on the available information, the device may have caused or contributed to the reported high-power event and the observed low flow finding. Based on the risk documentation, possible root causes of the high-power event may be attributed to multiple facto rs including, but not limited, to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient factors. Based on the risk documentation, possible causes of the observed low flow finding may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the controller fault alarms may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. A possible cause of the reported vad disconnect alarm can be attributed, but not limited to, a physical disconnection of the driveline from the controller. Additional products d1: heartware ventricular assist system ¿ controller d4: serial #: (B)(6) h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information received. Updated b5. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that subsequent log file review revealed additional motor start event (s) with parameters outside of the typical range.

Manufacturer narrative:
A supplemental report is being submitted for device information. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 30-nov-2020 / serial or lot#: (B)(6), d9: no h3: no h4: mfg date: 19-nov-2019 h5: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.